Event description:
It was reported that the patient implanted with this right ventricular (rv) lead reported to have experienced dizziness during a routine follow up appointment. Device interrogation revealed the lead exhibited high out of range pacing and shock impedance measurements and high thresholds. This lead was also noted to have exhibited oversensing of noise and loss of capture resulting in pacing inhibition due to suspected conductor fracture, insulation damage and dislodgement. The reported oversensing of noise led to a mode switch to unipolar pacing and sensing resulting in the reported pacing inhibition and dizziness. This lead was subsequently explanted and replaced. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.